Event description:
It was reported that during implant attempt, the doctor thought the rv coil may have an issue and that the lead appeared to have "integrity breakdown." Consequently, this lead was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4): the full lead was returned and analyzed. Electrical testing to determine continuity of the conductor(s) passed. The defib conductor was distorted at medial section at 39 centimeters, the outer insulation was kinked/buckled at medial section at 37 centimeters, and outer insulation was torn at medial section at 39 centimeters. Damage at implant was noted. Primary analysis findings indicated no anomalies found, lead functionally normal.